Event description:
The customer reported to olympus, the carbon dioxide gas volume of the high flow insufflation unit was less than the displayed volume. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: abnormal noise inside the device due to leakage from the first regulator unit and leakage coming from the connector unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found the gas volume count was not working accurately due to a faulty electric flow unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue was found during the beginning of a therapeutic laparoscopic cholecystectomy procedure. The customer confirmed as the carbon dioxide (co2) gas flow to fill abdomen is very low and requisite pressure was not building up fast. There was a around 5 to 10 minutes delay in switching of insufflation unit to uhi-e serial number (s/n) (B)(6) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see updates to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of the pressure sensor (cr) board and a defective primary regulator unit. Olympus will continue to monitor field performance for this device.